Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted about three months post-implant. The electrode's parasternal incision was eroded and the patient was started on antibiotics for a suspected infection. The patient complained of the large size of the s-ICD device and found it to be inconvenient. The s-ICD system was removed and the patient was to consult with another physician to have a transvenous ICD implanted for secondary prevention. No additional adverse patient effects were reported. The explanted products were not returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.